Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in fair condition. Device underwent functional testing; device ran for an extended period of time without an alarm. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd level 1 hotline low flow system exhibited "low fluid" alarm. It was not specified whether this event interrupted therapy. No adverse effects were reported.